Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : the device was reviewed by depuy engineering melbourne in a-4281750 which states my assessment is that this complaint is due to wear and tear. Root cause attributed to the device being worn from normal use and servicing. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Duraloc drill bit snapped whilst trying to drill a hole in the pelvis through a pinnacle sector cup. Pinnacle flexible drill bit snapped when used through pinnacle drill guide. All broken drill bits were retrieved, and an alternative tray opened to complete the operation. 10 minute delay to operation. No ae to patient.